Manufacturer narrative:
No timeouts or drive stalls were seen in the download data. The device was received with the linkage assembly in the fully retracted position and the formed needle fully retracted. No exposed needle was observed. Inspection of the needle mechanism found no issues that would contribute to the reported needle mechanism failure. The device was reset using a lock and load fixture. The needle mechanism deployed as intended during manual deployment with the formed needle fully retracting. Although the device was received with the needle fully retracted, it is unknown when the needle retracted. The cause of the reported needle mechanism failure could not be conclusively determined. The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability of fluid to flow through the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 320 mg/dl while wearing the pod longer than 48 hours. After realizing elevated bg levels, patient's mother found the needle had not retracted as intended; this indicates a needle mechanism failure occurred. Trace ketones were also present and additional method of treatment was not provided.